Event description:
Visit made s/p discharge from hosp to continue IV antibiotics as ordered. Rn flushed red lumen of double lumen vaxcel (in pt's left basilic) and found hole just proximal to butterfly or catheter. Dressing reapplied to site. Blue line working fine. Implant facility notified - pt sent for replacement over guidewire.